Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to filing the initial medwatch report the following information was received: the procedure was to treat a lesion with no tortuosity, no calcification and 75% stenosis in the ostial left anterior descending (lad) artery. The patient presented to the hospital with inferior non-st segment elevation myocardial infarction (nstemi). In-stent re-stenosis of the right coronary artery was addressed with a non-abbott drug eluting balloon. Pre-dilatation was performed and because of the ostial location, a second wire was used to protect the circumflex (cx). The 4.0 x 15 mm xience pro x was advanced without resistance to treat the lesion in the ostial lad. The stent was partially deployed at 14 atmospheres due to loss of gauge pressure; followed by blood noted in the indeflator. Although, reportedly a balloon rupture occurred the stent was well-apposed enough to allow the passage of a 4.0 non-abbott non-compliant balloon to cross through without any difficulties and fully appose the stent, giving good angiographic results. The patient outcome was good and there were no post-procedural complications. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported during the procedure, the 4.0 x 15 mm xience prox balloon burst during deployment of the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.